Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. Insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.